Manufacturer narrative:
The insulin pump was received with flashing red led notification light and blank display after battery insertion due to severe corrosion on all electronic assemblies also, received with corrosion on battery tube assembly, force sensor assembly and motor assembly. Unable to perform displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to blank display. No vibration anomalies noted during our testing. No cracks on the display window noted during our visual inspection. The insulin pump had scratched casing, minor scratches on the lcd window, pillowing keypad overlay, cracked case on the battery tube area, stained serial number label and missing the end cap address label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage and damage. Customer's blood glucose at time of incident was unknown. Customer stated the pump stopped working following a swim. Customer stated that when they inserts a battery and pump start vibrating three short sequences. Customer stated the red notification light starts flashing but nothing happens on the screen which stays black. Customer stated pump has a thing visible crack on screen. The customer was advised that the device would be replaced.